Event description:
Healthcare provider reported suspected rupture. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.